Manufacturer narrative:
Info about this event reported to MFR more than three years after incident. User refused to provide additional info or device to MFR.

Event description:
Report of paresthesia of lower lip following dental implant surgery. Unk whether condition is temporary or permanent.